Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2017, the patient was being treated for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2017, follow-up imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component. It was reported the endoleak was suspected to have been caused due to the aortic neck angulation (degree unknown). The patient was reportedly implanted with an aortic extender to treat the endoleak. It was reported no aneurysm growth was identified. Final imaging identified the endoleak had resolved. The patient tolerated the procedure.